Event description:
Boston scientific (formerly guidant) received info via a study performed that reviewed indications and outcomes for late abdominal aortic endograft explants. This was a retrospective review of endovascular abdominal aneurysm repair (evar) that occurred greater than 30 days between the dates of 1999 to 2009. Of a total of (B)(4) there were (B)(4)failures ((B)(4) ancure device included). Because some pts had multiple indications for conversion, the etiology of evar failure was broadly classified as follows: device failure (9), infection (6), or type ii endoleak with aneurysm enlargement (1). The device failures included those with endograft migration with sac enlargement, graft infolding, stent fracture, extremity ischemia, and otherwise new type I or iii endoleaks with aortic growth.

Manufacturer narrative:
Attempts to obtain add'l info and clarification regarding the clinical observations mentioned and involvement of the ancure product from the article author(s) were unsuccessful. The findings of the study were summarized in the article: sachin v. Phade, md, mark l keldahl, md, mark d morasch, md, heron e. Rodriguez, md, william h. Pearce, md, melina r. Kibbe, md, and mark k. Eskandari, md, chicago, il. Late abdominal aortic endograft explants: indications and outcomes (surgery 2011;150:788-95.)